Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discomfort due to implantable pulse generator (ipg) migration. The ipg seemed to be turning on its side located subcutaneously in her left chest area. Therefore, the patient underwent a revision procedure during which the ipg was repositioned. The patient was doing well postoperatively.